Event description:
It was reported that the user experienced hyperglycemia at 400 mg/dl after the ilet insulin supply was depleted overnight and the user initially replaced only the cartridge without completing a full supply change, after which a full change of cartridge and tubing was performed with guidance. Customer care provided support that included customer troubleshooting and education regarding proper supply change procedures. Investigation of this case revealed use-related depletion of insulin leading to under delivery until the supply change was fully completed. Symptoms included elevated blood glucose without associated clinical symptoms. Outcomes included correction of blood glucose following the completed supply change without medical intervention. It was concluded that the event was consistent with insulin out of drug and use error, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.